Manufacturer narrative:
Product event summary: the afapro28 arctic front advance pro catheter with lot 23367 and data files were returned and analyzed. Data files were analyzed using the applicable field service manual. The case files showed at least 11 applications were performed with c atheter afapro28/23367-024 on the reported event date without any system notice or anomaly. The second case file showed at least six applications were performed with catheter afapro28/23521-012 on the reported event date without any system notice or anomaly. In the fault file, the following fault message was found on the reported event date. The system notice n-041 (the system has detected a lower than expected tank weight) was confirmed during the idle stat. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for nine applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. Pressure and flow were in range and the temperature curve had no oscillation or overshoot. In conclusion, the reported pericardial effusion cannot be assessed through data analysis or product testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 990063-020, product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a patient developed a pericardial effusion. A pericardiocentesis was performed. The patient was stabilized in the electrophysiology lab before being transferred to the intensive care unit for recovery with the drain in place. The patient required unexpected hospitalization. The procedure was completed with cryo. No further patient complications have been reported as a result of this event.